Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. A second spyscope ds ii was used; however, it could not be bent even if the handle was turned. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.